Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device/testing of raw/starting materials: (10/4105/213/67) the device was returned to the factory for evaluation on 06/29/2021. An investigation was conducted on 07/07/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the blade. There were no visual defects observed on the electrodes. There were no defects observed. The electrodes were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device activated repeatedly with no failure observed. The bipolar cord connection was manipulated during activation. The device remained active and no sparks was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time and no sparks were observed. Based on the returned condition of the device and the evaluation results, the reported failure "sparking" were not confirmed.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: d10, g4, g7, h10. The device has been returned to maquet cardiac surgery for evaluation. A supplemental report will be submitted once the investigation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (ous), spark comes out from the bipolar harvester during the procedure. User opened another set and finished the surgery. There was no patient effects.